Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg would no longer communicate with external devices despite multiple troubleshooting attempts. The issue occurred after the patient underwent amputation surgery. As such, the patient does not have stimulation. Surgical intervention is planned to address the issue.

Event description:
The manufacturer received the device and it has been analyzed. However, details of when the surgery occurred remains unknown at this time.